Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) has helium leak and screen not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: e3(occupation).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) verified helium leak. Replaced and lubricated quick disconnect fitting o-ring. Helium tubing assembly banjo bolt was loose tighten the assembly. Verified no helium leak was present. Verified transducer. Calibration was within specs. Confirmed helium regulator calibration was within specs, 250-300 mmhg. All manifold test passed. No issues present. Device ready for patient care.